Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer's representative (rep) regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient's previous ins was angled, and the patient could feel this. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.

Manufacturer narrative:
Event date for this event was unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from representative (rep) reported that the event date for patient¿s ins being kicked in was unknown, patient described it during meeting on (B)(6). The reason for ins being explanted and replaced with another device was recharging burden of current implant with hd parameters. No further complication and events were reported.

Manufacturer narrative:
Further review determined the event date for this event is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Clarification was received regarding the previous report that the ins was angled, and it was reported that the ins had been "kicked in a little bit" and this was what was meant by "angled." There were no reported complications and no further complications were expected.